Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer reportable malfunction was confirmed; in addition, the following reportable malfunction was found during the device evaluation: digital visual interface has not output. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the ¿no output from the serial digital interface and form the digital visual interface" malfunctions would likely be related to a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had not output from the serial digital interface output port. The issue occurred during routine inspection. There were no reports of patient harm. No more information available

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.